Manufacturer narrative:
Addition h6 component code.

Manufacturer narrative:
Additional devices implanted and/or related to this event: ceb231410a/23880343 UDI (B)(4), hgb161207a/23143722 UDI (B)(4), and hgb161407a/24183106 UDI (B)(4). According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to stroke and death.

Event description:
The fsa reported the following: on (B)(6) 2022, this patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and bilateral iliac aortic aneurysms treated with a gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. It was reported that two hours post procedure, the patient had a stroke. Twenty-four hours after the stroke, the patient expired. The physician did not attribute the death to the gore devices or procedure.